Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) electrical test failure code 50. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes & investigation conclusions), h10. Additional information: e1(event site postal code - 388001). It was reported that routine check the cs100 intra-aortic balloon pump (iabp) unit has electrical test fail code 50. The getinge field service engineer (fse) observed and found the same. Replaced motor control pcb. And performed all functional tests successfully. Observed machine on internal mode for more than 2 hours. No problem found. The machine was handed to the customer in working condition. There was no patient involvement.